Event description:
It was reported that the patient noticed an infection on the day after their replacement pump was put in. The patient had bruising above pump and right arm, redness, warm and swollen along incision line. The patient went to see her primary care provider (pcp) 3 days later. The pcp looked at the incision and informed the patient she had an infection. The patient was prescribed oral antibiotics and gave her a shot of antibiotics as well. It was further noted that the hcp stated that the patient "didn't have an infection after the pump was implanted but that the infection was there before the patient came in"; and that it "takes 5 days for the infection to show". The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709 serial # (B)(4) implanted on: (B)(6)-2005 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported per (B)(4) that the incision site had an infection. It was noted as injury. The patient's arms and legs were very spastic as the pump stopped delivering any medication.

Manufacturer narrative:
(B)(4).